Manufacturer narrative:
Additional failure analysis confirmed that the internal conductor wires were not exposed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the conductor wire of the fenestrated bipolar forceps (fbf) instrument was damaged, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary finding of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint regarding the damaged conductor wire was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the conductor wire of the fenestrated bipolar forceps (fbf) instrument was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the instrument was used in the last procedure, the instrument was inspected prior to use with no issue. It was unknown if the instrument collided with any other instruments or tools. The instrument was not inspected after the completion of the last procedure. After the procedure, the instrument was reprocessed, but it was not inspected after reprocessing. During the preparation for the next procedure, the nurse checked the instrument, and the black conductor wire insulation was found to be stripped.